Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Since the reported malfunction was not confirmed, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus tac, the customer reported error b30. It was instructed to power off cv-190/clv-190, remove scope, clean contacts with an alcohol prep pad, allow to dry and still the error continues. Advised to power off cv-190/clv-190 reset maj-1933 digital light source cable, reseat scope, power on, and continues to error. Then connected another clv-190 / 7335800, used the same maj-1933, connected scope with power off. Power on, did get an image. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had b30 error. The malfunction was observed during set up/ inspection for use. There were no reports of patient involvement.